Manufacturer narrative:
The axium coil will not be returned for evaluation as it was implanted in the patient. The device was not returned; the reported event could not be confirmed. The cause of the event could not be conclusively determined from the reported information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report of axium coil marker dislodge. The patient was undergoing a coiling procedure. The reported device and the accessory devices were prepared as indicated in the IFU. A continuous flush was used during the case. It was reported that one axium coil was implanted in the patient. During placement, the coil alignment marker was noted to be not aligned to the catheter marker. There was reportedly no damage to the pushwire. Next, a second axium coil was attempted to be placed. The coil encountered resistance in the catheter and there was noted to be a "dot-shaped marker". The second coil was not implanted. No more coils were attempted. There were no reports of patient injury in association with this event.